Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the valve did not expand and remained blocked at the aorta. An aortic dissection/rupture, bradycardia, and cardiac arrest occurred. The valve was able to be implanted successfully. The patient status is unknown.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-03264. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. The 29mm commander was returned, inserted through the 16f sheath. The delivery system was returned, locked in the packaging position with full fine adjust and no flex in use. The loader cap was over the flex shaft and a non-edwards stopcock was attached to the balloon port. Visual inspection of the returned device was performed and the following was observed: balloon appears unpleated. No damage observed. The balloon was inflated, using the returned non-edwards stopcock. The balloon was able to be fully inflated with no balloon leakage or damage observed, however leakage and 2 sites of damage on the stopcock were observed. Due to the nature of the complaint, no dimensional testing was performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to inflation difficulty. A review of the complaint history from january 2021 to december 2021 for the commander (all models and sizes) revealed additional similar complaints for inflation difficulty. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation difficulty was confirmed based on the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the valve did not expand and remained blocked at the level of the aorta. At the end, a 29mm sapien 3 valve was successfully implanted without insufficiency.'' During product evaluation, the balloon was able to be inflated with no issues or balloon leakage/damage. However, leakage and damage were observed on the returned stopcock. It is possible the stopcock used was defective, causing an obstruction to flow and inability to inflate the balloon. The continued pressure applied may have restored the passage of flow, resulting in the observed stopcock damage and the valve being able to be deployed. A definite root cause is unable to be determined. However, available information suggests procedural factors (damaged stopcock) contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.